Manufacturer narrative:
(B)(4). The DHR (device history review) for the reported lot number indicates no relevant findings.

Event description:
The customer reports: single lumen PICC insertion via left brachial vein. Uncomplicated vessel access but then unable to advance the PICC past 20cms. Multiple attempts to advance including, repositioning of arm, head position, valsalva maneuver and flushing whilst inserting. PICC and stylet removed and 80cm nitinol wire placed into PICC. PICC with stiffening wire inserted to 38cm but came up against an obstruction. Patient sent for chest x-ray.